Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that at a routine changeout due to eri, cautery was used near the pacemaker, and a temporary pause in pacing was seen. The patient was not pacemaker dependent but the physician would like an analysis done once it is returned. The device was explanted.